Manufacturer narrative:
The investigation of the returned control printed-circuit (pc) board has been completed. The fault occurred when our field service engineer (fse) installed the spare part control pc board in the ventilator. The control pc board was replaced. The ventilator was returned to service after successful functional and safety tests. The reported problem was reproduced during laboratory testing and the fault was found to be caused by a faulty crystal on the control pc board. The faulty crystal is part of the internal network for the communication to other sub-systems within the ventilator. The failure of this crystal disabled all communication to and from the control pc board and this led to the generation of the reported fault. If the fault occurs during ventilation it will lead to stop of ventilation. The reason why the crystal failed has not been established from this investigation.

Event description:
It was reported that it was not possible to install software in the ventilator after installation of a spare part control printed-circuit (pc) board. There was no patient involvement reported. (B)(4).